Event description:
Patient experienced progressing pain in right knee, underwent elective knee revision/replacement.

Manufacturer narrative:
Other devices listed in this report: cat # 5520-b-300, lot # unk description: triathlon prim tib baseplate - cemented, cat # 5532-g-311, lot # unk description: triathlon ps x3 tibial insert. At this time, it cannot be determined if this device may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. (B)(4).

Manufacturer narrative:
No device evaluation, history review or complaint history was performed as no devices were received or identified. No patient medical records were available for review. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. The reported event regarding pain and revision surgery involving a triathlon femoral component was not confirmed.

Event description:
Patient experienced progressing pain in right knee, underwent elective knee revision/replacement.